Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected blood glucose test result range is 120 to 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The customer is comparing the blood glucose test results from truetrack meter to physician's laboratory test. On (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 140 mg/dl using physician's laboratory test and 170 mg/dl using truetrack meter. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 113 mg/dl and 129 mg/dl. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is month of january 2016. The meter memory was reviewed for previous fasting test results: 263mg/dl (B)(6) 2016 10:50am, 178mg/dl (B)(6) 2016 08:51am, 151mg/dl (B)(6) 2016 06:09pm, 136mg/dl (B)(6) 2016 11:49am, 183mg/dl (B)(6) 2016 07:56am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected blood glucose test result range is 120 to 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The customer is comparing the blood glucose test results from truetrack meter to physician's laboratory test. On (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 140 mg/dl using physician's laboratory test and 170 mg/dl using truetrack meter. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 113 mg/dl and 129 mg/dl. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous fasting test results: (B)(6). Adverse event not reported.